Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer's blood glucose level. The pump started, charged, and was recognized by a computer despite a history of data error alerts and deleted registry. The customer reverted to an alternate form of insulin therapy.